Event description:
It was reported to boston scientific corporation that a lynx system was used during a tvt procedure. According to the complainant, during the procedure, the physician hit an artery while advancing the delivery device. Excess bleeding occurred and the procedure was not completed. The patient was hospitalized and had atypical anatomy in the pelvic region. A neuroradiologist was called in to help repair the artery and stop the bleeding. The patient's condition at the conclusion of the procedure was reported to be "stable" and the patient was discharged from the hospital.